Event description:
This unsolicited case from united states was received on 08-jan-2018 from patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and on the same day pain was too bad to be stuck with another needle, both knees were severely swollen; after one day had sweating and fever/ temperature over 100 degrees f; after unknown latency could not bear weight and could not walk. Also, device malfunction was identified for the reported lot number. No concomitant medications and concurrent conditions were reported. Patient has received synvisc-one multiple times in the past for 3 years. Patient has typically received it every 6 months, but the last time she went 18 months between injections. Patient has not received any other type of knee injections. Usually when she received synvisc-one, she had discomfort the first day, but would be pain-free by now. Patient was able to bear weight and walk without assistance prior to the injections. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection, at dose of 6 ml once (lot number: 7rsl021 and expiration date: not reported) for bilateral knee oa (osteoarthritis). On the same day, by the time patient went from the doctor's office to her home, both knees were severely swollen. On (B)(6) 2017, one day after receiving synvisc one injection, that night, patient woke up at 02:00 with sweating and a fever. Patient took her temperature and it was over 100 degrees f. That was when patient knew something was wrong and took paracetamol. On an unknown date in (B)(6) 2017, latency unknown, when patient tried to get out of bed, she could not walk. It was very scary that she could not walk. Patient had to crawl to the bathroom. Patient went back to the doctor the next day and was prescribed a 7-day steroid regimen and pain medication. Patient did not have fluid drawn off because the pain was too bad to be stuck with another needle. After the injections, patient could not bear weight and could not walk for a week. Patient missed a week of work. Patient currently still had swelling in the left knee. Patient still had pain and would normally be pain-free by now. The left knee was worse than the right. Patient was now able to walk without assistance. The injections were supplied from stock at her doctor's office. Patient did not receive any other injections at the time of administration. Patient had numbing spray. The packages were opened right in the room and used immediately. Patient stated that she would not receive synvisc-one in the future. Corrective treatment: not reported for device malfunction; paracetamol (apap) for fever/ temperature over 100 degrees f, sweating; steroid, pain medication for both knees were severely swollen, pain was too bad to be stuck with another needle, could not bear weight, could not walk outcome: recovered for could not walk; not recovered for rest events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: required intervention for device malfunction, could not walk, could not bear weight, pain was too bad to be stuck with another needle, both knees were severely swollen pharmacovigilance comment: sanofi company comment for dated 15-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later was unable to walk and not able to bear weight. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on 08-jan-2018 from patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and on the same day pain was too bad to be stuck with another needle/joint pain, both knees were severely swollen/ swelling, able to walk with a lot of pain, could not walk/unable to walk, take a week off from work; after one day had sweating and fever/ temperature over 100 degrees f; after unknown latency could not bear weight. Also, device malfunction was identified for the reported lot number. No concurrent conditions were reported. Patient has received synvisc-one multiple times in the past for 3 years. Patient has typically received it every 6 months, but the last time she went 18 months between injections. Patient has not received any other type of knee injections. Usually when she received synvisc-one, she had discomfort the first day, but would be painfree by now. Patient was able to bear weight and walk without assistance prior to the injections. Medical history included: high blood pressure. Concomitant medications included: metoprolol tartrate (metoprolol), hydrochlorothiazide, amlodipine, losartan potassium on (B)(6) 2017, patient received treatment with intra articular synvisc one injection, at dose of 6 ml once (lot number: 7rsl021 and expiration date: not reported) for bilateral knee oa (osteoarthritis). On the same day, by the time patient went from the doctor's office to her home, had joint pain, swelling, was unable to walk, both knees were severely swollen. Patient had to take a week off from work. On (B)(6) 2017, one day after receiving synvisc one injection, that night, patient woke up at 02:00 with sweating and a fever. Patient took her temperature and it was over 100 degrees f. That was when patient knew something was wrong and took paracetamol. On an unknown date in (B)(6) 2017, latency unknown, when patient tried to get out of bed, she could not walk. It was very scary that she could not walk. Patient had to crawl to the bathroom. Patient went back to the doctor the next day and was prescribed a 7-day steroid regimen and pain medication. Patient did not have fluid drawn off because the pain was too bad to be stuck with another needle. After the injections, patient could not bear weight and could not walk for a week. Patient missed a week of work. Patient currently still had swelling in the left knee. Patient still had pain and would normally be pain-free by now. The left knee was worse than the right. Patient was now able to walk without assistance. The injections were supplied from stock at her doctor's office. Patient did not receive any other injections at the time of administration. Patient had numbing spray. The packages were opened right in the room and used immediately. Patient stated that she would not receive synvisc-one in the future. As of (B)(6) 2017, patient was able to walk but with a lot of pain. Corrective treatment: tramadol, methylprednisolone for could not walk/unable to walk, able to walk with a lot of pain, pain was too bad to be stuck with another needle/joint pain, both knees were severely swollen/swelling; steroid, pain medication for could not bear weight; apap for sweating, fever/ temperature over 100 degrees f; not reported for take a week off from work. Outcome: recovered for could not walk; not recovered for rest events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: required intervention for device malfunction, could not walk/unable to walk, able to walk with a lot of pain, could not bear weight, pain was too bad to be stuck with another needle/joint pain, both knees were severely swollen/swelling. Additional information was received on 25-jan-2018 from the patient. The events of able to walk with a lot of pain and take a week off from work were added. Event of could not walk was updated to could not walk/unable to walk; pain was too bad to be stuck with another needle was updated to pain was too bad to be stuck with another needle/joint pain; both knees were severely swollen was updated to both knees were severely swollen/swelling. Concomitant medication and medical history was added. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 25-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later was unable to walk, pain upon movement and not able to bear weight. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Based on additional information received on 09mar18, this case became medically confirmed. This unsolicited case from united states was received on 08jan18 from pt. This case concerns a 60 year old female pt who received treatment with synvisc one and on the same day pain was too bad to be stuck with another needle/joint pain, both knees were severely swollen/swelling/swollen right knee and ankle, able to walk with a lot of pain, could not walk/unable to walk, take a week off from work; after one day had sweating and fever/ temperature over 100 degrees f; after unknown latency could not bear weight, fall, right knee injury/ right ankle injury (after 74 days). Also, device malfunction was identified for the reported lot number. Pt able to bear weight and walk without assistance prior to injections. Concomitant medications included: metoprolol tartrate (metoprolol), hydrochlorothiazide, amlodipine, losartan potassium, amoxicillin, bupropion, betamethasone/clotrimazole, diclofenac sodium (diclofenac), valsartan (diovan), estradiol, etodolac, hydrocodone bitartrate/paracetamol (hydrocodone w/ acetaminophen), meloxicam, metformin hydrochloride (metformin), methylprednisolone, metoprolol succinate, promethazine hydrochloride (promethazine), valsartan/hydrochlorothiazide and livixal pak. Wrist/knee surgery in 2011. Single, 2 year college, right handed dominance, occasional alcohol intake: smoking status: former smoker (stopped smoking 2004). The pt had eye problems, difficulty seeing, glasses, had hypertension/ high blood pressure, joint pain; stiffness. On (B)(6) 2013, pt had fall. Pt has received synvisc-one multiple times in the past for 3 years. Pt has typically received it every 6 months, but the last time she went 18 months between injections. Pt has not received any other type of knee injections. Usually when she received synvisc-one, she had discomfort the first day, but would be pain-free by now. On (B)(6) 2013, pt presented with deep, frequent, aching, moderate left wrist pain (mechanism: fall) (onset date: unknown), aggravating factors: lifting; gripping; grasping; squeezing, twisting/turning; pushing/pulling; movement; exercise/weight bearing. Presented today with do pain left wrist since she fell (on (B)(6) 13) wearing wrist brace with mild relief. Wrists: inspection left: no erythema, induration, warmth, mass, or ecchymosis and normal wrist appearance and swelling. Palpation of the radial aspect left: no tenderness of navicular, the trapezoid, capitate, the first metacarpal, abductor tendon, the extensor tendon, the flexor carpi radialis, or the palmaris longus tenderness of the distal forearm, radial styloid process, and the tubercle of radius. Palpation of the ulnar aspect left: no tenderness of the ulnar styloid process, lunate, triquetral, the lunotriquetral joint, the hook of hamate, the pisotriquetral joint, the pisiform, the extensor tendon, the flexor carpi ulnaris, or the canal of guyon. Active range of motion left: limited. Passive range of motion left: limited. Strength left: extension 515, flexion 515, pronation 5/5, supination 5/5, radial deviation 515, ulnar deviation 5/5, thumb 515, and grip 5/5.skin: left upper extremity: normal. Reflexes: brachioradialis reflex left: normal (2). Neurological system: sensation on the left: normal ulnar nerve distribution, radial nerve distribution, median nerve distribution, at the dorsal 1st web space, distal extremities and c6 normal, c7 normal, and c8 normal. X-ray showed evidence of osteoarticular abnormality, subacute distal radius fracture. Her fracture remains adequately aligned and healing appropriately have recommended that she continue to use a cock up wrist splint however she removed it far range of motion exercises periodically she would recheck for repeat x-rays about 3-4 weeks. On(B)(6) 2014, pt presented with bilateral (l>r); anterior, dull; constant; sore to touch knee, from1 year; mechanism of injury: atraumatic, aggravating factors: upstairs; downstairs; will wake pt up (onset: unknown). Alleviating factors: nsaids (mobic x2wks- no help), associated symptoms: no catching/locking; popping/clicking. Elected to proceed with a corticosteroid injection into the right and left knees. Injection site for each knee prepped in usual sterile manner. Topical anesthesia achieved with ethyl chloride. Each knee was injected with 1 cc of depo- medrol (40mg/mi) and 3 cc of a mixture of marcaine 0.5% and lidocaine 1%. The injections were completed without complication. The pt tolerated the injections well and was given post-injection instructions. Injected both knees with cortisone and recommend hep and consider synvisc. On (B)(6) 2014, bilateral (l>r); anterior knee pain, dull; constant; sore to the touch from 1 year. Alleviating factors: nsaids (mobic x2wks- no help.) Pt returned for 3 month recheck of bil knee pain. Prey injection only helped temporarily. Wants to pursue synvisc. Had arthralgia joint pain. Recommended mobic 7.5 mg tablet 1 po qd qty: 60. Tried cortiosne without enough improvement and recommend synvisc injection. On (B)(6) 14, came for bilateral synvisc left-lot: 81413 expiration date: apr17 right-lot: p1403 exp: feb17.had arthralgia joint pain. After discussion of risks and benefits, pt elected to proceed with a synvisc one injection (# 1 of 1). Knee was prepped in usual sterile manner. Topical anesthesia was achieved with ethyl chloride. Nilateral knee was injected without complication and bandage was applied. Pt tolerated the procedure well. Ultrasound guided visco injection: after discussion of the risks and benefits, pt elected to proceed with an injection underreal-time ultrasound imaging utilizing high frequency transducer into the bilateral knee. Injection site was prepped in the usual sterile manner. Topical anesthesia was achieved with ethyl chloride. Site was injected with synvisc one (6mim8mg). Injection was completed without complication and a bandage was applied. Pt tolerated the procedure well and experienced relief. Given postinjection instructions. (B)(6) 2015, the presented with right second toe pain; second toe (mtp (metatarsophalangeal) joint pain), moderate, from 2 weeks. Aggravating factors: standing; walking; toe flexion. X-rays of her right foot were done which revealed no acute fractures or bony abnormalities. X-ray showed normal alignment, no fracture, no dislocation, joint space well preserved. Reviewed her diagnoses with her. Since this has only been going on for a couple of weeks and she did not report any significant trauma and she mainly walks for exercise. Recommended metatarsal pads as well as periodic anti-inflammatories and observation and if it did not improve then she would recheck for another clinical exam as well as repeat x-ray.on (B)(6) 2015, pt presented with right great toe pain metatarsalgia and was feeling same s previous follow-up. She was a welldeveloped well-nourished female in no acute distress. Her right foot revealed a very slight bunion deformity of the great toe. Her main tenderness was along the second metatarsal and some along the third metatarsal with pain both plantarly as well as dorsally. There was no surrounding warmth nor any erythema. She had full range of motion of her toes as well as her foot and ankle. She had good muscle strength testing her compartments are soft to compression. She had a palpable dorsalis pedis pulse. After discussion of risks and benefits, pt elected to proceed with an synvisc one injection (# 1 of 1) and confirmed no prior adverse reactions, no active infections, and no relevant allergies. Right foot pain secondary to metatarsalgia with possible morton's neuroma in between the second and plan third metatarsals. Reviewed her diagnosis with her and recommended antiinflammatories along with metatarsal pads and if she remained symptomatic she would recheck. Injected both her knees osteoarthritis with synvisc today. X-ray showed normal alignment, no fracture, no dislocation, joint space well preserved. On (B)(6) 2015, pt presented with right stabbing shooting foot pain (moderate; recurrent); aggravating factor: standing) (onset date: unknown). Recommended mobic and 30 tablets one orally daily. Recommend boot and referral to foot and ankle ortho, had arthralgia joint pain. X-ray showed normal alignment, no fracture, no dislocation, joint space well preserved. On (B)(6) 2017, the pt presented with bilateral; medial; lateral frequent aching knee pain (level 3/10), pain increased with motion and activity, kni, no former treatment at this time (onset date: unknown). Reviewed her diagnosis with her she has responded well to hyaluronic acid injections in the past. Reviewed her diagnosis with her also reviewed her x-rays done in the epic system today and recommended again hyaluronic acid injections. The pt would remain on light duty till further notice. On (B)(6) 2017, the pt presented with bilateral; medial; lateral frequent aching knee pain (level 3/10), associated symptoms weakness; instability, had arthralgia joint pain (onset date: unknown). After discussion of the risks and benefits, elected to proceed with a synvisc one injection (# 2 of 3). Knee prepped in usual sterile manner. Topical anesthesia was achieved with ethyl chloride. Bilateral knee was injected without complication, bandage was applied. Tolerated procedure well. Lot number rslo48 expiration date 31oct19. Proper needle placement was determined and injections were administered without complication. Tolerated procedure well and was given post injection instructions. Would follow up as needed or for repeat injections. Pt was to remain on light duty until 08may17 following next office visit. On 06nov17, the presented with bilateral; medial; lateral aching knee (pain level: 3/10; gradual) had arthralgia joint pain (onset date: unknown). Reviewed problems were osteoarthritis of knee, joint pain, knee pain, pain in toe, closed fracture of distal, end of radius, metatarsalgia. General knee appearance: inspection/palpation right: no mass, induration, warmth, erythema, ecchymosis, or knee deformity and normal axial alignment and swelling. Inspection/palpation left: no mass, induration, warmth, erythema, ecchymosis, or knee deformity and normal axial alignment and swelling. Patellofemoral knee joints: alignment left: patella height normal. Bony palpation right: no tenderness of the inferior pole patella, the superior pole patella, or the tibial tubercle and tenderness of the lateral patellar facet and the medial patellar facet. Bony palpation left: no tenderness of the superior pole patella, the inferior pole patella, or the tibial tubercle and tenderness of the lateral patellar facet and the medial patellar facet. Soft tissue palpation right: no tenderness of the quadriceps tendon, the prepatellar bursa, the patellar tendon, or the fat pad. Soft tissue palpation left: no tenderness of the quadriceps tendon, the prepatellar bursa, the patellar tendon, or the fat pad. Active range of motion right: normal and crepitus. Active range of motion left: normal and no crepitus. Primary knee joints: bony palpation right: no tenderness of the medial femoral condyle, the medial tibial plateau, the lateral femoral condyle, gerdy's tuberde, the lateral tibial plateau, or the head of fibula and tenderness of the lateral joint line and the medial joint line. Bony palpation left: no tenderness of the medial femoral condyle, the medial tibial plateau, the lateral femoral condyle, gerdy's tubercle, the lateral tibial plateau, or the head of fibula and tenderness of the medial joint line and the lateral joint line. Soft tissue palpation right: no tenderness of the medial collateral ligament, the pes anserinus, the iliotibial tract, the lateral collateral ligament, the popliteal fossa, the gastrocnemius, or the infrapatellar tendon. Soft tissue palpation left: no tenderness of the medial collateral ligament, the pes anserinus, the iliotibial tract, the lateral collateral ligament, the popliteal fossa, the gastrocnemius, or the infrapatellar tendon. Active range of motion right: normal, flexion normal, extension normal, and pain at extreme limits of range. Active range of motion left: normal, flexion normal, extension normal, and pain at extreme limits of range. Passive range of motion right: normal, flexion normal, and extension normal. Passive range of motion left: normal, flexion normal, and extension normal. Stability right: no laxity, subluxation, or ligamentous instability and anterior drawer sign negative, posterior drawer sign negative, pivot shift test negative, and lachman test negative. Stability left: no laxity, subluxation, or ligamentous instability and anterior drawer sign negative, posterior drawer sign negative, pivot shift test negative, and lachman test negative. Special tests right: mcmurray's test negative and apley's compression test negative. Strength right: flexion 5/5 extension 515. Strength left: flexion 515 and extension 5/5. Skin: right lower extremity: normal. Left lower extremity: normal. Neurologic: sensation on right: l2 normal, l3 normal, l4 normal, and l5 normal. Sensation on the left: l2 normal, l3 normal, l4 normal, and l5 normal. After discussion of the risks and benefits, the pt elected to proceed with a synvisc one injection (# I of I). Knee was prepped in usual sterile manner. Topical anesthesia was achieved with ethyl. Pt received treatment with intra articular synvisc one injection, at dose of 6 ml once (lot number: 7rsl021 and expiration date: may2020) for bilateral knee oa (osteoarthritis). On same day, by the time pt went from the doctor's office to her home, had joint pain, swelling, was unable to walk, both knees were severely swollen. Take a week off from work. On 07nov17, that night, woke up at 02:00 with sweating and a fever. Took her temperature and it was over 100 degrees f. That was when pt knew something was wrong and took paracetamol. Was feeling worse, had arthralgia joint pain and joint swelling. Presented with increased pain and swelling in her bilateral knees following synvisc one injections she received yesterday. Aspiration discussed and injection of cortisone, however she did not feel that she can tolerate the procedure because already in so much pain. Medrol dose pak recommended to be followed by nsaids, compression, and icing. Recheck in 4-6 weeks. On 11nov17, was there for aching knee pain (pain level: 3/10) with gradual timings. Aggravating factors: bending/squatting; going from sit to stand. Associated symptoms were weakness; instability. The pt had arthralgia joint pain. The pt had increased pain and swelling in her bilateral knees following the synvisc one injections she received yesterday. Aspiration and injection discussed of cortisone, however she did not feel that she can tolerate the procedure because she was already in so much pain. Medrol dose pak to be followed by nsaids, compression, and icing. Recheck in 4-6 wks. On an unknown date in nov17, when pt tried to get out of bed, she could not walk. Very scary that she could not walk. Pt had to crawl to bathroom. Went back to doctor next day and was prescribed a 7-day steroid regimen and pain medication. Did not have fluid drawn off because the pain was too bad to be stuck with another needle. After injections, could not bear weight and could not walk for a week. Pt missed week of work. Currently still had swelling in the left knee. Pt still had pain and would normally be pain-free by now. Left knee was worse than the right. Pt was now able to walk without assistance. Injections were supplied from stock at her doctor's office. Pt did not receive any other injections at the time of administration. Had numbing spray. Packages were opened right in the room and used immediately. Pt would not receive synvisc-one in future. As of 13nov17, pt able to walk but with a lot of pain. Patient fell on friday (B)(6) 2018, right knee and right ankle injury, they both were very swollen. She wanted to be seen today and wanted to know who could she see if she could not get on your schedule. On (B)(6) 2018, had illness of right ankle which was aching, stabbing, throbbing, acute, deep, from 4 days (context: fall), aggravating factors were standing; walking; sitting; upstairs; downstairs; bending/squatting, twisting/turning; going from sit to stand; alleviating factors: rest; ice; limited weight bearing; associated symptoms: weakness; instability; swelling/redness; radiation down leg. Pt had severe right knee illness and was aching; throbbing; deep; constant from 4 days (context: fall), aggravating factors: standing; walking; sitting; upstairs; downstairs;. Twisting/turning; going from sit to stand; alleviating factors: rest; ice; limited weight bearing associated symptoms: weakness; catching/locking; buckling; instability; swelliing/redness; popping/clicking; radiation down leg; prior studies: x ray; working: regular duty. The pt was given care instructions and told about rehab exercises. Pt was instructed to return to work (light duty) on 24jan18 and had restrictions until 16apr18 for no stairs, ladder climbing, prolonged walking and standing. The physician recommended bracing, icing, nsalds, a hinged knee brace, and an aso ankle brace. Corrective treatment: tramadol, methylprednisolone (medrol), meloxicam (mobic) for could not walk/unable to walk; tramadol, methylprednisolone (medrol) for able to walk with a lot of pain, pain was too bad to be stuck with another needle/joint pain, both knees were severely swollen/swelling/swollen right knee and ankle; methylprednisolone (medrol), meloxicam (mobic) for could not bear weight; apap for sweating, fever/ temperature over 100 degrees f; not reported for take a week off from work, fall, right knee injury/ right ankle injury outcome: unknown for fall, right knee injury/ right ankle injury; recovered for could not walk; not recovered for rest events a product technical complaint (ptc) was initiated with global ptc number 51858 an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: required intervention for device malfunction, could not walk/unable to walk, able to walk with a lot of pain, could not bear weight, pain was too bad to be stuck with another needle/joint pain, both knees were severely swollen/swelling. Additional information (add info) was received on 25-jan-2018 from pt. Events added. Verbatim upadted. Concomitant medication, medical history added. Add info on 06feb18. Global ptc number added. Add info 09mar18 from physician (case medically confirmed). Medical history, past drugs, concomitant medications and concurrent conditions added. Suspect drug's expiry date added. Events of fall, right knee injury/ right ankle injury were added along with details.event term of both knees were severely swollen/swelling was updated to both knees were severely swollen/swelling/ swollen right knee and ankle. Corrective trt updated. Pharmacovigilance comment: sanofi company comment for follow up dated 09-mar-2018: the follow up information received does not change the previous case assessment.this case concerns a patient who has received synvisc one injection from the recalled lot and later was unable to walk, pain upon movement and not able to bear weight. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.